Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer had a beep anomaly on their insulin pump. Customer stated there was no alarms sounding they received battery alerts. It was found the customer was able to get an alarm for no power, but did not hear an alarm for low battery alerts. The customer's blood glucose was unknown. The customer's insulin pump passed a self test during troubleshooting. The customer requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.